Event description:
Angle knob play (angulation works but angulation control knob feels too loose or light) was reported on the device. The issue found during an unknown event.device return found the nozzle has foreign objects.this report is being submitted for foreign objects found on the nozzle device (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found stretched angle wire . Due to wear of angle wire, bending angle in up direction, up/down knob noted to be out of specifications, does not meet the standard value. The reported issue of " angle knob play (angulation works but angulation control knob feels too loose or light) " could be confirmed. Furthermore, foreign objects found on the device . This condition attributed to be due to (insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: adhesive on a-rubber has white-clouded area. Adhesives around objective lens has white-clouded area. Adhesives around lg lens has white-clouded area adhesive on a-rubber has a chip. Adhesive on a-rubber has a crack. Connecting tube has a cut. C-cover has a dent. Universal cord has a scratch. Universal cord has a scratch. Objective lens has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known but the customer does not believe the scope was used with foreign material attached. Pre-cleaning information- there was a delay to the start of pre-cleaning, which was either late or not implemented. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was not submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.